Event description:
Device 3 of 4, reference MFR. Report#: 1627487-2018-10645, 1627487-2018-10650, 1627487-2018-10652. It was reported that the patient's rf system has become inoperable. As a result, the patient may undergo surgical intervention.

Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2018-10645, 1627487-2018-10650, 1627487-2018-10652.